Event description:
Customer reported "while the pump was in use, the monitor displayed an error message 'channel error' 4 times while rn was infusion vaso constrictive IV medication in a critically ill infant. During error message, the patient experienced a drop in blood pressure while vaso active medication was stopped. Delay in treatment and interruption of medication therapy for critical patient. It took an additional 30-60 minutes to evaluate if patient was responding to medication." It is unk whether the errors were sequential or whether 4 attached modules experienced errors simultaneously. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR. The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.